Event description:
The complainant reported, that the clinicians place the PICC in a female patient in 2008. The device tip was verified as being central. The next month, the patient presented at the facility's emergency department complaining of discomfort in her arm. The clinicians then attempted device removal, but the catheter was reported to have been "stuck". The pt was treated accordingly with a warm compress and a lidocaine infusion. The catheter was then successfully removed. It was reported that four days later, the patient presented at another facility, and was admitted to the hospital where she was treated for a pulmonary embolism. Numerous attempts have been made to obtain additional patient and event info. All attempts have been unsuccessful.

Manufacturer narrative:
This device was not returned for evaluation, as the complainant reported that the device was discarded subsequent to use; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification, and the relationship between the device and the cause for this event. The complainant was unable to identify a lot/batch number of the device at issue in this complaint; consequently, a ship history review for this customer was performed. This was done to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. Three potential lot numbers were identified as possibly being used during this event. Ref #a00107026-tw 711754. The device history records for the lots obtained through the ship history report were reviewed. No anomalies were noted. A review of the complaint trend report for the vaxcel pasv PICC product family was performed for any similarly reported failure modes. No unfavorable trend was noted.